Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon felt that the left l5 trajectory was accurate and the rest were off. Left l4 was medial by 5mm and right l5 was lateral by 5mm. Right l4 was lateral by 1cm. Workflow was l3r, l4r, l4l, and then l5l using a perc pin. The surgeon placed the affected screws again by hand. The surgeon was on the patient's right. There was no patient harm and the procedure was delayed by 30 to 40 minutes.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Patient initials and weight is unavailable. No parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.